Event description:
It was reported to covidien on 01/16/2009 that a customer had a problem with an electrode. The customer reports after use, discomfort and red spots appeared on skin. Doctor prescribed olux.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.